Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt in a moderately calcified vessel. A 6.0 x 20 75cm mustang¿ balloon catheter was advanced for pre-dilatation. However, when the balloon was inflated to its rated burst pressure, the balloon did not inflate to its specified diameter and eventually ruptured. The procedure was completed with another 6.0 x 20 75cm mustang¿ balloon catheter. No patient complications were reported.